Manufacturer narrative:
(B)(4).

Event description:
Intermittent pacing and oversensing were reported via remote monitoring on this lv lead. The sensing polarity was changed from lv1tip to lv2ring to lv1tip to can. The issue is considered resolved. Should additional information become available this file will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.